Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the white ring on the reservoir was stuck on the transfer guard, it came from a different box the 2 reservoir that was damage. Customer stated that the little white top on my reservoir fell off, they stuck on the blue thing on the top and less insulin because it did not get it out. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed visual inspection and found snap-caps detached from reservoir¿s barrel and found snap-caps and septum attached to transfer guards. Unable to pre-fill.